Event description:
Stent came off the end of the balloon and wire as it was being inserted in the celiac. The celiac artery was approached last. Despite multiple attempts at advancing the 7 french oscor conformable sheath this was unsuccessful in providing enough support to advance a 5 x 19 mm gore v bx stent. With repeat attempt using an 8.5 french oscor conformable sheath, wire access to the celiac artery was lost.